Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for return. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. After examining the meter's patient result memory it was determined the customer used strip lot 391903-21 for all meter tests. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a laboratory using the stago neoplastin ci+ reagent. The result from the meter at around 08:00 a.m. Was 4.9 inr with an unknown strip lot. The result from the meter at around 08:00 a.m. Was 4.9 inr with an unknown strip lot. The result from the meter at around 12:00 p.m. Was 4.9 inr with strip lot 391903-21. The result from the laboratory at 11:00 a.m. Was 3.55 inr. The patient's therapeutic range is 2.0 - 3.0 inr.